Manufacturer narrative:
Client's mother was pushing the chair and noticed it was difficult. She looked to find the castors were buckled but continued to push the chair resulting the castors falling off. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Client's mother was pushing the chair and noticed it was difficult. She looked to find the castors were buckled but continued to push the chair resulting the castors falling off. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the united kingdom.